Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/04/2024, a sales representative reported via (B)(4) that an ar-6480 dualwave¿ arthroscopy fluid management system had a pressure that would not elaborate and stay where it needs to stay. Moves up to over 1000 and drops to 700s but spikes rapidly back up. This issue happened to multiple surgeons who could not use it as intended, and no adverse event was reported. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear.